Manufacturer narrative:
Concomitant product: 4592-53 lead, implanted: (B)(6) 2000.

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead, and r-waves could not be measured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.